Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Oversensing of noise was observed in unipolar configuration, however, was unable to be reproduced with pocket manipulations or patient isometrics. The pacing configuration was programmed unipolar and sensing programmed to bipolar and monitoring will be continued. No adverse patient effects were reported.